Event description:
It was reported that restenosis occurred. On (B)(6) 2024, an agent dcb mr 3.50 x 30mm was selected for treatment of the target lesion, which was located in the right coronary artery (rca). On (B)(6) 2025, the patient was experiencing shortness of breath when walking uphill. On (B)(6) 2026, it was revealed that restenosis of the rca had occurred. On (B)(6) 2026, a percutaneous coronary intervention was performed to treat the restenosis. The following day the patient was discharged in good condition.

Manufacturer narrative:
Device evaluation by MFR: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the event. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. This investigation is assigned a most probable investigation conclusion code of known inherent risk.

Event description:
It was reported that restenosis occurred. On (B)(6) 2024, an agent dcb mr 3.50 x 30mm was selected for treatment of the target lesion, which was located in the right coronary artery (rca). On (B)(6) 2025, the patient was experiencing shortness of breath when walking uphill. On (B)(6) 2026, it was revealed that 50% restenosis of the rca had occurred. On (B)(6) 2026, a percutaneous coronary intervention was performed to treat the restenosis. The following day the patient was discharged in good condition.